Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. Customer's blood glucose level was 30 mmol/l at the time of incident. Customer reported vomiting as symptom of high blood glucose event. Customer used manual injection for high blood glucose and was currently disconnected from the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of high blood glucose event. Customer did not wish to continue troubleshooting. Customer reported sensor issues. The insulin pump will not be returned for analysis.